Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: na (other). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device caused a burn on a patient. The device was heating up and was sparking causing redness around the incision. The burn on the patient required doctors application of ointment for relief.